Event description:
(Pee cups) when taking off lid they leave a substance in cup it seems that the lid threads don't match very well with cup causing it to bind and take off some of the plastic thread when taking off lid. All lots nsn: 021090.